Event description:
It was reported that an adverse event occurred. The patient stated they passed out due to low blood glucose (bg). She stated that her phone was set to vibrate, and she did not recall the cgm app alerting for low levels. She lost consciousness and someone who was with her at the time called for an ambulance. Emergency medical services (ems) arrived and tested her bg which was 1.8 mmol/l. The cgm was reading 2.6 mmol/l. Ems administered glucagon and stayed with her until her bg level raised; she was not sure how long that took. The event occurred the day the sensor had been inserted. At the time of the report she was in stable condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.